Event description:
It was reported that the pulse generator could not be fully interrogated. The device was past elective replacement. The physician decided to expedite replacement. The device was replaced with no adverse events.